Event description:
Physician was reportedly not able to perform patients follow-up using the programmer involved in this complaint, because the screen of the programmer was frozen. The programmer was returned to the repair center and another programmer was provided to the physician.

Event description:
Physician was reportedly not able to perform patients follow-up using the programmer involved in this complaint, because the screen of the programmer was frozen. The programmer was returned to the repair center and another programmer was provided to the physician.